Event description:
It was reported that the customer had issues with the insulin pump and the keypad was not functioning. The blood glucose reading was 399mg/dl and treated with a shot. The caller also stated that the buttons were working intermittently. Advised the customer to discontinue use of the insulin pump and revert to a back-up. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.(B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage on the keypad traces. The device was received with minor scratched display window, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and cracked reservoir tube.